Event description:
Oversensing with inappropriate shocks was reported approx. 90 months after the implantation of the ICD and 145 months after the implantation of the rv shock lead. The ICD was found in eos status. The patient was hospitalized.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned follow-up data have been analyzed. The data confirmed the detection of the battery status eos on (B)(6) 2019. The available iegms revealed the presence of noise in all three channels, which led to multiple charging cycles and shock deliveries. In particular on (B)(6) 2019, the device performed over 60 charging cycles and delivered over 20 shocks. Based on the data, it is reasonable to assume that the eos status resulted from this large amount of charging cycles and shock deliveries. There was no indication of an ICD malfunction. However, the integrity of the lead cannot be assured. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data confirmed the clinical observation, which indicate a potential lead damage. There was no indication of an ICD malfunction.